Event description:
It was reported by a company representative that a vns patient experienced pain at the generator implant site and had her generator explanted due to the pain. The treating physician indicated the patient is a non-responder to vns therapy and explant surgery has been performed. The patient was reported to suffer from schizophrenia and psychiatric issues. At the moment, attempts to obtain the explanted device returned to the manufacturer have been unsuccessful to date.

Event description:
Analysis of the vns generator and lead was completed. No anomalies were noted with the generator, and the generator performed per specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No anomalies were noted with the returned lead portion, other than typical wear and explant-related observations. The electrode array was not returned.

Event description:
The explanted vns generator and lead have been returned and are pending analysis.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.